Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the patient was up in chair the machine alarmed and the was patient placed back on bed and an emergency trach change occurred. The trach did break at hub and metal did unravel. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One sample was received in used condition without original package. During the visual inspection, it was seen that the tube was separated from the connector and the wire was stretched, a wire exposed was found in the tube, it was seen that the whole adhesive was attached to the connector. The complaint was confirmed. A root cause was not established however, it is suspected that the fault was user induced from not following the instructions for use. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.